Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during kit inspection a screw at the internal level of the connection of the tips to the universal modular electric/battery double trigger handpiece was broken. There was no report of patient injury or medical intervention.